Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
The facility reported the patient came into the ed with a tear in the catheter, just proximal to protective clamping sleeve. The line was repaired. No harm to patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the catheter was confirmed but the exact cause was unknown. The product returned for evaluation was a 4.2fr broviac catheter repair segment. Gross visual evaluation confirmed the presence of a circumferentially-aligned tear in the catheter at the distal edge of the adhesive fillet between the clamping oversleeve and main catheter body. The tear traversed near half the circumference of the catheter. Microscopic examination of the tear revealed a break in the adhesive fillet proximal of the tear which was suggestive of a tensile event. The fracture surface was rough, granular, and topographically complex. Tactile evaluation revealed tensile strength loss, of varying degrees, along the entire length of the main catheter body and was more prominent near the split site. While a tensile component to the damage was apparent through the elastic strength loss observed in the catheter, it was more likely that the damage originated due to another event and was exasperated by the tensile event. There was insufficient evidence to know what the exact cause of the original damage was although damage initiated by another object/instrument remained likely.

Event description:
The facility reported the patient came into the ed with a tear in the catheter, just proximal to protective clamping sleeve. The line was repaired. No harm to patient.